Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Event description:
It was reported that the patient, with an artificial urinary sphincter, presented to the physician due to incontinence. The physician determined that the patient had gross hematuria and erosion. A surgical procedure was performed during which the device was explanted and urethra repaired. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Returned product consisted of an ams 800 occlusive cuff and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No leaks were identified in the cuff. The cuff kink resistant tubing (krt) was identified to have extensive damage exposing the filament. It is most probable that the krt damage is due to the explant procedure; therefore, it will be considered a secondary failure and not a product malfunction. Inspection of the remainder of the device apart from the observed damage revealed no damage or irregularities that would affect the functionality of the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. The pump passed functional testing and performed within product specifications.

Event description:
It was reported that the patient, with an artificial urinary sphincter, presented to the physician due to incontinence. The physician determined that the patient had gross hematuria and erosion. A surgical procedure was performed during which the device was explanted and urethra repaired. No further patient complications were reported.